Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the allergist tray with bd safetyglide¿ permanently attached, regular bevel needle syringe was missing the cap, which resulted in a clean needle stick.

Event description:
It was reported that the allergist tray with bd safetyglide permanently attached, regular bevel needle syringe was missing the cap, which resulted in a clean needle stick.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7297602. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200724580, 200720246, 200729599] noted for spinners. There were (6) notifications [200723816, 200727289, 200723242, 200722885, 200722208, 200728396] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.